Manufacturer narrative:
Device evaluation: the power supply was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was confirmed. The power supply failed bench testing. During power supply output testing, the dc voltage dropped from 5.1vdc to 5.0vdc and to 4.4vdc. Voltage drop continued to 4.1vdc to 4.0vdc and fluctuated between 4.0vdc and 3.9vdc. It was determined that the output dc voltage was unstable. Analysis found that there was an electrical failure with the returned power supply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power supply was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a procedure the site was unable to acquire images. No other information was available. There was a delay of approximately 2-3 minutes. There was no reported impact on patient outcome.